Event description:
Following an injection of zyderm 1 into the nasolabial folds an allergic reaction occurred in spite of a negative skin test. A steroid injection (celestone) was prescribed and given as treatment.

Manufacturer narrative:
An incomplete lot # was reported to allergan; therefore, a device history review can not be completed. If or when a complete lot # is provided allergan will perform a device history review and submit a supplemental medwatch with the results.